Event description:
It was reported that a device experienced "door not latching alarms." It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. Unit rec'd with a door not fully latched alarm caused by a failed upper link switch and is likely what reported symptom of "(B)(4) door not latching" is referring to. Eval found door was able to latch close but went undetected due to the failed upper link switch. The failed upper auxiliary assembly was replaced.